Manufacturer narrative:
The results of the investigation are inconclusive as the screw was not received for evaluation. Manufacturing and inspection records were reviewed, and no anomalies related to this reported event were found.

Event description:
It was reported the head of the screw head failed while the screw was being screwed into a scaphoid bone. Attempts to obtain further information regarding the issue, patient, physician, etc. Were made to no avail.